Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h10b11043 with no exceptions observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd2 ambuflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported the following. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. Treatment was not reported. The patient was recovering. On an unreported date, dianeal therapy was withdrawn. The nurse believed the event was unrelated to dianeal therapy.